Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following the total abdominal hysterectomy extended with partial vaginectomy, the patient was admitted for emergencies due to the presence of deep iso, CT (computed tomography) scan resulting in incisional hernia and collection of subcutaneous tissue, so the patient required cx for drainage of the collection and correction of the incisional hernia; also with surgical wound in abdominal midline sutured in lower part with dehiscence. After 2 days, surgery was performed (open route enterorrhaphy and collection drainage of intraperitoneal open). During the procedure, they found failure of the suture of the abdominal fascia in the integrity of the suture threads which had the effect of a violin string that broke the fascia most likely due to an increase in intra-abdominal pressure due to the cough that the patient referred to. With result of cultivation, the presence of abundant gram-positive cocci and gram-negative bacilli big amount; cefepime 2 gram intravenous is prescribed every 8 hours for 7 days. After a week, patient without signs of peritoneal irritation, domiciliary management was ordered to finish antibiotic and control appointment with gynecology in 1 week. In gynecological review found patient in good general condition, so she is ordered control appointment for 3 months. The patient presented dehiscence. In the physical examination she does not present suppuration, she has collections-type lesions in the hypogastrium, which leaves doubt as to the signs of local infection or collections. Ultrasonography of the abdominal wall is ordered, which shows skin dehiscence in the middle third of the wound, without signs of dehiscence of deep planes, no lesions are identified, collection with mobile echoes at hypogastric level underlying a surgical scar, and a secretion culture is requested and start of antibiotic. At the moment, the patient reports being well, without pain, tolerating the diet without complications.